Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to an open y1 crystal oscillator on the bedside pca. Additionally, there was insect contamination on the battery pca and throughout the unit. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a charger reset.